Manufacturer narrative:
The dr. Sent in the handpiece with a bur which was identified as a low-speed polishing bur. This bur was not designed for high-speed operation and may have compounded the worn bearing vibration which caused the head cap to come off.

Event description:
Dr. Sent handpiece in for repair with a note stating the head cap had come off in a patient's mouth. The head cap was retrieved and no injury was reported.